Manufacturer narrative:
The account reported a g-tube retention balloon burst and fell out of the stoma site multiple times. The patient is scheduled to have the gastrostomy tube replaced every six months per her general surgeon's recommendation. Prior to insertion retention balloons are inflated to check integrity prior to placement. When inserted the balloon is inflated with 15 cc sterile water per instructions. The retention balloon is also checked every two weeks per facility policy. The account stated the gastrostomy tubes last approximately 2-3 months before the balloons burst. The patient required multiple gastrostomy tubes had to be inserted to prevent stoma closure before the scheduled six month change. One sample was returned and the complaint was confirmed. A root cause has not been determined at this time. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a g-tube retention balloon ruptured and had to be replaced multiple times.